Event description:
It was reported that a blade broke in the pt's jaw during surgery. It was also reported that all the pieces were removed and there were no adverse consequences.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. It was not possible to determine the definitive root cause for the alleged breakage.